Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v001730, implanted: (B)(6) 2006, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that during replacement, x-ray was used and the patient¿s cervical lead was fractured with 2 electrodes remaining in the cervical space. The rep reported that the patient reported a minimal change in coverage and had charging issues as the battery was in his abdomen. The rep reported that the patient reported several falls but no specific dates that could be related to the issue. The rep reported that system was replaced and the issue was resolved at the time of the report. No further complications were reported,

Manufacturer narrative:
Continuation of d10: product ID 377860 lot# v001730 serial# implanted: 2006-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that they were getting migraines constantly since about a year after original implant in 2006. Pt stated the headaches were at back of their neck to base of skull. Pt told their health care professional (hcp) about the headaches and showed them where it hurt and hcp told pt it had nothing to do with "anything they could think of". The pt couldn't do the MRI to diagnose because of their ins and lead position. Hcp decided that they would take the ins / leads out. The pt stated during the explant the hcp showed them the xray of ins / leads and pt noted the electrodes that were broken off were in the area of where the headaches were starting. The pt stated they don't know when the leads broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional felt that where the lead was placed at c1-2, the patient¿s neck mobility and falls were the cause of the lead fracture. It was noted that the implant battery was in the patient¿s abdomen and the patient had gained weight which caused charging issues so the new implant battery was placed in the patient¿s back.